Event description:
It was reported that during a right upper lobectomy wedge resection procedure, the device fired one side of staples on the right side. They used a new reload with the device to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.